Event description:
The teflon patch in between the shears on the harmonic ace burnt off while using the device. A new harmonic ace device was obtained and used. The failed harmonic ace device was given to the operating room team leader and a product failure form was completed.